Event description:
Related manufacturer report number: 2017865-2022-17301. During an in-clinic follow-up, low pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead and noise resulting in oversensing resulting in inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.